Manufacturer narrative:
Analysis of the subject device was not possible because it was disposed of at the user facility. Review of the device history record showed that this device met all required specifications. On april 12, 2006, boston scientific issued a safety alert to customers of this product stating that based on our receipt of complaints relating to coronary imaging catheters entangling with stents, we reiterate and reinforce the need to pay special attention when using coronary imaging catheters in vessels with implanted stent(s). This safety alert was reviewed with the FDA's office of compliance (washington, dc) and deemed appropriate to further mitigate patient risk.

Event description:
Boston scientific has become aware of the following event after conducting a retrospective review of complaint records: "the lesion was 100% stenosis of proximal rca. After poba, it carried out a diagnosis with this atlantis sr pro2 catheter. And it implanted stent. An image did not appear afterwards when it used this catheter again. Because lesion was stenosis of a blood clot, there was no resistance. However, there is a possibility that a catheter was caught because stent implanted at bent state. Cvis was used. Patient condition: good."